Manufacturer narrative:
Evaluation: method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On 9/8/2010, st. Jude medical received a complaint from a user facility. The device was implanted ten years ago at another facility. It eroded through the patient's skin. The device was exposed through a .5" x 2" opening. The device was removed and the wound was cleaned and closed. The product will not be returned to sjm for analysis.